Event description:
It was repported that the procedure was to treat a bifurcated carotid. The right carotid was stented without issue. To treat the left side, a 5.5/20 viatrac was used for pre-dilatation and again for post-dilatation of an accullink stent. As the balloon was inflated to 3 to 4 atm for post-dilation, it appeared as the lumen inside the balloon ruptured because dye was seen going distal, through the tip of the device. At this time the pt experienced a stroke. A new 5.5/20 viatrac was used to competed post-dilatation. It was noted when the accunet filter was removed, it was full of debris.